Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unknown issue occurred. The patient experienced an adverse event which occurred 6 days after the wearable had been inserted in the arm. On (B)(6) 2024, the patient was completely asleep, and it was 3am and her husband heard the alarm the value was 33 mg/dl (continuous glucose monitor reading value is outside of the 40-400 mg/dl range.) Her husband was trying to wake her up, but the patient was not responding. The patient¿s husband did not remember what the error message was or what the alarm notification was on the continuous glucose monitor (cgm)device. He also did not check the blood glucose (bg) meter at that time. The husband immediately called the paramedics, and the patient was taken to the emergency room (ER). There they took a bg reading which was 25 mg/dl. The patient was no longer using the cgm device at this time. The nurses treated the patient with glucogel and IV fluids and after an hour her bg reading increased to 89 mg/dl. The patient was hospitalized for 5 days and was diagnosed with kidney issues and dehydration. When they got home the nephrologist changed her medication and lowered her insulin levels. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.